Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 836495) inserted. The report describes a case of menorrhagia ("heavy menstrual bleeding"). The subject's past medical history included breast prosthesis implantation, breast implant user, gravida ii and parity 2. Subject had no concomitant diseases, no relevant medical history and no risk factors. Previously administered products included for an unreported indication: diazepam on (B)(6) 2012, oral contraceptives in (B)(6) 2012, ibuprofen in (B)(6) 2012, and iud (unspecified). Past adverse reactions to the above products included menorrhagia with iud (unspecified); migraine and varicose vein with oral contraceptives. Concurrent conditions included rubber sensitivity (possible latex allergy) and drug allergy (allergic to acyclovir). Family history included familial risk factor (mother with arterial hypertension). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On the same day, the subject experienced menorrhagia (seriousness criterion intervention required). The subject was treated with levonorgestrel (mirena), analgesics, enoxaparin sodium (clexane), pantoprazole, iron, omeprazole, paracetamol (acetaminophen) and surgery (bilateral salpingectomy and extraction of essures by laparoscopy on (B)(6) 2016). Fallopian tube occlusion insert was removed on (B)(6) 2016. At the time of the report, the menorrhagia had not resolved. The investigator considered menorrhagia to be related to fallopian tube occlusion insert. The reporter commented: during essure insertion there was adequate visualization of both, right and left, tubal ostia. The device was inserted with 4 trailing coils in both sides. According to subject, since essure implantation she had been presenting with heavy menstrual bleeding and pain during sexual intercourse related to essure because it appeared after the placement. Her gynecologist told her that all her problems were due to essure. Investigator stated that mirena was used for the control of heavy bleeding but she presented frequent spotting and persisting dyspareunia. The primary reason for device removal was excessive bleeding. Alternative possible explanation for the event is concomitant drug (contraceptives; mirena iud). On (B)(6) 2016 it was reported that is too early to evaluate if the patient has presented an improvement of the symptoms which lead to essure removal. Mirena was removed by subject request. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: (B)(6). Red blood cell count (4.20 - 6.10 10e6/mm3) - on (B)(6) 2016: 3.51 10e6/mm3 (depressed). Ultrasound scan - on an unknown date: ante uterus, regular, normal size. Iud in situ. Unspecified date: ultrasound scan - normal adnexa. Unspecified date: findings - normal uterus and fallopian tubes. Formation of liquid content about 25 mm suggestive to persistent follicle. Complete devices were removed (entire). (B)(6) 2016: clinical evolution - exploration (depressible distended abdomen, superficial palpation - pneumoperitoneum). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 04-sep-2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 471 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 1-sep-2017: it was informed that heavy menstrual started on (B)(6) 2017, was continuing and not controlled with treatment. Also the event "essure withdrawal" was deleted. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: 10007) had fallopian tube occlusion insert (batch no. 836495) inserted. The report describes a case of menorrhagia ("heavy menstrual bleeding"). The subject's past medical history included breast prosthesis implantation, breast implant user, gravida ii and parity 2. Subject had no concomitant diseases, no relevant medical history and no risk factors. Previously administered products included for an unreported indication: diazepam on 22-feb-2012, oral contraceptives in february 2012, ibuprofen in february 2012, she does not tolerate oral contraceptives due to migraines and varicose veins, she does not tolerate oral contraceptives due to migraines and varicose veins and iud (unspecified). Past adverse reactions to the above products included menorrhagia with iud (unspecified); migraine with she does not tolerate oral contraceptives due to migraines and varicose veins; and varicose vein with she does not tolerate oral contraceptives due to migraines and varicose veins. Concurrent conditions included rubber sensitivity (possible latex allergy) and drug allergy (allergic to acyclovir). Family history included familial risk factor (mother with arterial hypertension). On 22-feb-2012, the subject had fallopian tube occlusion insert inserted. On the same day, the subject experienced menorrhagia (seriousness criteria medically significant and intervention required). The subject was treated with levonorgestrel (mirena), analgesics, enoxaparin sodium (clexane), pantoprazole, iron, omeprazole, paracetamol (acetaminophen) and surgery (bilateral salpingectomy and extraction of essures by laparoscopy on 16-nov-2016). Fallopian tube occlusion insert was removed on 16-nov-2016. At the time of the report, the menorrhagia outcome was unknown. The investigator considered menorrhagia to be related to fallopian tube occlusion insert. The reporter commented: during essure insertion there was adequate visualization of both, right and left, tubal ostia. The device was inserted with 4 trailing coils in both sides. According to subject, since essure implantation she had been presenting with heavy menstrual bleeding and pain during sexual intercourse related to essure because it appeared after the placement. Her gynecologist told her that all her problems were due to essure. Investigator stated that mirena was used for the control of heavy bleeding but she presented frequent spotting and persisting dyspareunia. The primary reason for device removal was excessive bleeding. Alternative possible explanation for the event is concomitant drug (contraceptives; mirena iud). On 14-dec-2016 it was reported that is too early to evaluate if the patient has presented an improvement of the symptoms which lead to essure removal. Mirena was removed by subject request. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on 22-feb-2012: negative red blood cell count (4.20 - 6.10 10e6/mm3) - on 18-nov-2016: 3.51 10e6/mm3 (depressed) ultrasound scan - on an unknown date: ante uterus, regular, normal size. Iud in situ unspecified date: ultrasound scan - normal adnexa. Unspecified date: findings - normal uterus and fallopian tubes. Formation of liquid content about 25 mm suggestive to persistent follicle. Complete devices were removed (entire). 17-nov-2016: clinical evolution - exploration (depressible distended abdomen, superficial palpation - pneumoperitoneum). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 25-may-2018 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 1077 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 23-may-2018: outcome was updated to unknown incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure® micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 836495) inserted. The report describes a case of menorrhagia ("heavy menstrual bleeding/excessive bleeding") and medical device removal ("essure withdrawal"). The subject's past medical history included breast prosthesis implantation, breast implant user, gravida ii and parity 2. Subject had no concomitant diseases, no relevant medical history and no risk factors. Previously administered products included for an unreported indication: diazepam in 2012, oral contraceptives in 2012, ibuprofen in 2012, she does not tolerate oral contraceptives due to migraines and varicose veins, and iud (unspecified). Past adverse reactions to the above products included menorrhagia with iud (unspecified); migraine with she does not tolerate oral contraceptives due to migraines and varicose veins. Concurrent conditions included rubber sensitivity (possible latex allergy) and drug allergy (allergic to acyclovir). Family history included familial risk factor (mother with arterial hypertension). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2016, 4 years 8 months after insertion of fallopian tube occlusion insert, the subject underwent medical device removal (seriousness criterion intervention required). On an unknown date, the subject experienced menorrhagia (seriousness criterion intervention required). The subject was treated with levonorgestrel (mirena), analgesics, enoxaparin sodium (clexane), pantoprazole, iron, omeprazole, paracetamol (acetaminophen), and surgery (laparoscopic bilateral salpingectomy and extraction of essures by laparoscopy on (B)(6) 2016). Fallopian tube occlusion insert was removed on (B)(6) 2016. On (B)(6) 2016, the medical device removal had resolved. At the time of the report, the menorrhagia outcome was unknown. The investigator considered medical device removal and menorrhagia to be related to fallopian tube occlusion insert. The reporter commented: during essure insertion there was adequate visualization of both, right and left, tubal ostia. The device was inserted with 4 trailing coils in both sides. According to subject, since essure implantation she had been presenting with heavy menstrual bleeding and pain during sexual intercourse related to essure because it appeared after the placement. Her gynecologist told her that all her problems were due to essure. Investigator stated that mirena was used for the control of heavy bleeding but she presented frequent spotting and persisting dyspareunia. The primary reason for device removal was excessive bleeding. Alternative possible explanation for the event is concomitant drug (contraceptives; mirena iud). On (B)(6) 2016 it was reported that is too early to evaluate if the patient has presented an improvement of the symptoms which lead to essure removal. Mirena was removed by subject request. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative. Red blood cell count (4.20 - 6.10 10e6/mm3) - on (B)(6) 2016: 3.51 10e6/mm3 (depressed). Ultrasound scan - on an unknown date: ante uterus, regular, normal size. Iud in situ . Unspecified date: ultrasound scan - normal adnexa. Unspecified date: findings - normal uterus and fallopian tubes. Formation of liquid content about 25 mm suggestive to persistent follicle. Complete devices were removed (entire). (On b)(6) 2016: clinical evolution - exploration (depressible distended abdomen, superficial palpation - pneumoperitoneum). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: menorrhagia. The analysis in the global safety database revealed 400 cases. Medical device removal. The analysis in the global safety database revealed 660 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. Company causality comment. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure® micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) received fallopian tube occlusion insert. The report describes a case of menorrhagia ("heavy menstrual bleeding/excessive bleeding") and medical device removal ("essure withdrawal"). The subject's past medical history included breast prosthesis implantation, breast implant user, gravida ii and parity 2. Subject had no concomitant diseases, no relevant medical history and no risk factors. Previously administered products included she does not tolerate oral contraceptives due to migraines and varicose veins, iud (unspecified) with an associated reaction of menorrhagia, oral contraceptives (hormonal manipulation to promote atrophic or proliferate endometrium administered prior to placement procedure), ibuprofen (500mg - nonsteroidal anti-inflammatory drug (nsaid) administered prior to the procedure) and diazepam (10mg via oral route - anesthesia method used prior to the procedure). Concurrent conditions included rubber sensitivity (possible latex allergy) and drug allergy (allergic to acyclovir). Family history included familial risk factor (mother with arterial hypertension). On (B)(6) 2012, the subject started fallopian tube occlusion insert. On (B)(6) 2016, 1729 days after starting fallopian tube occlusion insert, the subject experienced medical device removal (seriousness criterion clinically significant/intervention required). On an unknown date, the subject experienced menorrhagia (seriousness criterion clinically significant/intervention required). The subject was treated with levonorgestrel (mirena), analgesics, enoxaparin sodium (clexane), pantoprazole, iron, omeprazole, paracetamol (acetaminophen), surgery (laparoscopic bilateral salpingectomy and extraction of essures by laparoscopy on (B)(6) 2016). Fallopian tube occlusion insert was withdrawn. On (B)(6) 2016, the medical device removal had resolved. At the time of the report, the menorrhagia outcome was unknown. The investigator considered medical device removal and menorrhagia to be related to fallopian tube occlusion insert. The reporter commented: during essure insertion there was adequate visualization of both, right and left, tubal ostia. The device was inserted with 4 trailing coils in both sides. According to subject, since essure implantation she had been presenting with heavy menstrual bleeding and pain during sexual intercourse related to essure because it appeared after the placement. Her gynecologist told her that all her problems were due to essure. Investigator stated that mirena was used for the control of heavy bleeding but she presented frequent spotting and persisting dyspareunia. The primary reason for essure removal was excessive bleeding. Alternative possible explanation for the event is concomitant drug (contraceptives; mirena iud). On (B)(6) 2016 it was reported that is too early to evaluate if the patient has presented an improvement of the symptoms which lead to essure removal. Mirena was removed by subject request. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2012: pregnancy test urine result was negative. On (B)(6) 2016: red blood cell count (4.20 - 6.10 10e6/mm3) result was 3.51 10e6/mm3 (depressed). On an unknown date: ultrasound scan result was ante uterus, regular, normal size. Iud in situ. Unspecified date: ultrasound scan - normal adnexa. Unspecified date: findings - normal uterus and fallopian tubes. Formation of liquid content about 25 mm suggestive to persistent follicle. Complete devices were removed (entire). On (B)(6) 2016: clinical evolution - exploration (depressible distended abdomen, superficial palpation - pneumoperitoneum). Company causality comment: this medically confirmed, study case report refers to an adult female subject who was involved in an interventional company sponsored study to investigate the use of transvaginal ultrasound to confirm essure micro-insert placement in women: study number: 16974. She had the fallopian tube occlusion insert (essure) inserted and experienced heavy menstrual bleeding/excessive bleeding. Essure was withdrawal almost 5 years after its placement. These events are anticipated according to the investigator's brochure. Abnormal menstrual bleeding may occur as a consequence of several gynecological conditions. In this particular case, the investigator considered patient's bleeding as related to essure. He stated an alternative possible explanation for the event was concomitant iud use. The company agrees with the investigator's assessment and this case was regarded as incident since device removal was required. A product technical analysis is being sought.